Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic reversal of hartman's procedure, on the first firing the device cut but did not deploy staples. Another device was used to complete the procedure, with increased difficulty. Procedure extended by 30 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired.the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed as intended.